Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant procedure, the patient was transported to the operating room to have an ¿evacuation¿ of the hematoma procedure performed. The device remains in use. No further patient complications have been reported as a result of this event.